Event description:
Following successful stenting of the circumflex artery, right femoral angiogram was completed. Perclose at closure device was used by doctor for closure of right femoral puncture site where 7 french sheath was placed. After inserting perclose device for suture of puncture site, dr was having difficulty extracting device. Device was again viewed under fluoroscope. Dr was still unable to extract device and cardiovascular surgeon was paged and consulted for surgical removal of device. Perclose representative was also paged. Sterile dressing was applied to site for transport of patient to pre-op holding. Device was surgically removed in operating room.